Event description:
It was reported that this pacemaker device is exhibiting inappropriate mode switches due to sinus tachycardia and farfield signals that are oversensed by the device and marked as premature atrial contraction beats. As a result, the device programming of the atrial blanking period after intrinsic ventricular beats was increased. In addition, the device battery consumption was noted to be very high. Boston scientific engineering analysis of device data indicated that the power consumption of this device has been increasing for over a year. The power consumption is expected to continue to increase, and it was recommended to replace the device and return it for a detailed analysis. The analysis of device data also indicated that assuming the device behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services provided the healthcare provider with the analysis results. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. The pacemaker device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device is exhibiting inappropriate mode switches due to sinus tachycardia and farfield signals that are oversensed by the device and marked as premature atrial contraction beats. As a result, the device programming of the atrial blanking period after intrinsic ventricular beats was increased. In addition, the device battery consumption was noted to be very high. Boston scientific engineering analysis of device data indicated that the power consumption of this device has been increasing for over a year. The power consumption is expected to continue to increase, and it was recommended to replace the device and return it for a detailed analysis. The analysis of device data also indicated that assuming the device behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services provided the healthcare provider with the analysis results. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. The pacemaker device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is exhibiting inappropriate mode switches due to sinus tachycardia and farfield signals that are oversensed by the device and marked as premature atrial contraction beats. As a result, the device programming of the atrial blanking period after intrinsic ventricular beats was increased. In addition, the device battery consumption was noted to be very high. Boston scientific engineering analysis of device data indicated that the power consumption of this device has been increasing for over a year. The power consumption is expected to continue to increase, and it was recommended to replace the device and return it for a detailed analysis. The analysis of device data also indicated that assuming the device behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services provided the healthcare provider with the analysis results. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.